Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter. Defect found on returned test strips: high results. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Root cause: rc-061: storage outside specifications. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated the replacement products resolved initial concern, however, customer stated she had only received one of the replacement meters. Meter replacement was re-shipped to customer. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved the initial concern.

Event description:
Consumer reported complaint for high blood glucose test results; complaint was reported for 2 true metrix meters (additional internal report reference number: (B)(4). High results of concern were not provided by the customer. The customer stated her expected am fasting blood glucose test result is 89 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is not stored according to specification (laundry room). The test strip lot manufacturer¿s expiration date is 10/31/2026 and per the customer the test strips were opened 2 weeks ago. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.